Event description:
It was reported there was a problem with the screen colors. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the screen was discolored, the display bracket holding the printed circuit board (pcb) and added bracket was loose. It was also noted that there was no stylus with the device and there were cracked solder joints on the electrocardiogram (ECG) connection.